Manufacturer narrative:
Additional information: d9, g4, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6410 main pump tubing was returned for evaluation. Visual evaluation noted no problems with the device. Functional testing was performed with a known good ar-6480 dualwave pump and water to see if the reported failure could be reproduced. The pump was powered on and a pressure of 35 was selected to replicate the conditions in which the reported failure occurred. The main pump tubing was found to function as intended. The pressure was then raised to 90 to further replicate the conditions in which the reported failure occurred and the tubing continued to function as intended. The pump was run for 30 minutes to see if the volume of liquid in the drip chamber increased, no increase was noted indicating that there was not a leak in the tubing. Fixture test: the ar-6410 main pump tubing was tested with a fixture by connecting the colder valve connector syringe to the drip chamber to verify that air was not leaking from the white connector. No air bubbles were observed when the white connector was submerged underwater indicating no problem found with the white connector. No problem found. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/5/2023, it was reported by an arthrex employee via sems that an ar-6410 main pump tubing had an issue. During rotator cuff repair surgery on (B)(6) 2023, it was detected that saline leaked out of the tubing caused by damage on the tubing, and saline fell down to the pump console. It was observed within 1 hour after starting surgery. The customer was concerned about the potential of infection even though any adverse impact to the patient was not yet detected. Because tubing damage and saline leakage were found within 50 min after starting surgery, it was possible for saline to be contaminated by exposure through the air before injecting to the patient. Nothing broke inside of the patient. The procedure was completed successfully using another ar-6410 main pump tubing with an unknown lot number. This occurred during use with no patient harm. Additional information has been requested. On 7/20/2023, the arthrex employee provided additional information: the pump settings were set to 35 originally but increased to 90. No alarm or error messages appeared. The patient is fine, no impact or adverse event has been reported so far.